Manufacturer narrative:
This event occured in (B)(6).

Event description:
The customer alleged they received questionable ion selective electrode (ise) potassium and sodium results for one patient on their modular analyzer. The customer provided data for one discrepant potassium result that was reported outside the laboratory. The patient's initial potassium result was 5.17 mmol/l and it was reported outside the laboratory. The sample was repeated and the result was 4.03 mmol/l and it was issued as a corrected report. There were no adverse events. The potassium electrode lot number and expiration date were not provided. The field service representative found gnd-wiring was broken on the sample pipettor and fixed it. He found backflow in the vacuum nozzle toward the dilution vessel because of insufficient vacuum due to a "smudge" in the solenoid valve 21 of the p1 module. The vacuum was ok according to the manometer, but was not sufficient for the ises. Based on the data provided by the customer, a definitive root cause could not be determined.